Event description:
The customer stated that she had to make emergency visits to her doctor for treatment of diabetic ketoacidosis. The customer did not provide further information about the events.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.